Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient unit was sparking at the cord. The patient experienced no adverse consequences.

Manufacturer narrative:
During evaluation the reported event could not be replicated. No damage was found to the power cords, power cable or power supply. The device functions as expected during evaluation. A review of the DHR was performed and ruled out the possibility of a manufacturing related issue causing or contributing to the reported complaint issue